Event description:
A report was received that the patient underwent a pocket revision due to pocket discomfort. The physician repositioned the pocket and inplanted lead extensions. The patient was reportedly doing fine.